Manufacturer narrative:
An abbott field service engineer was dispatched to the account and found that repeating calcium testing using sample tubes with low sample volumes repeated the customer observation with values flagged as less than 2.0 that were followed by insufficient sample error messages. The sample probe [part (B)(4)] was replaced. The analyzer was returned to normal operation. Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, device history review, labeling review, instrument log review, and an instrument service review. No returns were made available from the customer site for this evaluation. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. The issue was resolved through replacement of the sample probe. Service history review identified no contributing factors to the customer issue. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.

Event description:
The customer observed multiple falsely depressed results while using clinical chemistry reagents with the architect c4000 analyzer. The following data was provided. The customer uses normal range 8.4 to 10.2 mg/dl. (B)(6) initial less than 2.0 mg/dl, repeat 8.9 mg/dl. (B)(6) initial less than 2.0 mg/dl, repeat value not provided. No adverse impact to patient management was reported.